Manufacturer narrative:
(B)(4). The actual sample involved in the incident was received for evaluation with no cap on the spike and no cap on the patient connector in reference to a leak. The set was visually inspected and it was noted that the spike was broken completely off at the base of the spike. There were no other visual defects noted. The complaint was confirmed in the laboratory for broken.

Event description:
The following report was received by baxter: the patient found a leakage around the junction between the solution bag and the transfer set. The patient used the connect cover. The actual sample is available. There was no patient injury or medical intervention.